Manufacturer narrative:
(B)(4). On (B)(6) 2010 the customer reported that the unit failed to power up on ac power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010 the customer reported that the unit failed to power up on ac power.